Event description:
Same patient as MFR report #3005099803-2008-06667. It was reported in "retrospective and prospective chart review, and analysis of endoscopic treatment by biliary stents", that following a biliary stenting treatment procedure stent migration occurred. An rx ws permalume 10mm x 60mm stent was implanted to treat a stricture due to neoplasia. Three days later, the stent was removed due to migration to an unspecified location. The stent was repositioned. There were no additional patient complications reported.

Manufacturer narrative:
Device analysis: ths complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.